Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the representative performed invalidate home to re-home all the sensors and the door closed without issues. Rotor belt was adjusted. The imaging system then passed the system checkout and was found to be fully functional. Medtronic representative believes the issue is related to operator and not the equipment.

Event description:
Medtronic received information regarding an imaging device being used for a procedure. It was reported that the gantry was closed, but a "gantry open" message was displayed on the pendant. After opening and closing the gantry door a few times, the message went away. When they tried to open the gantry, it was noticed that a noise was coming from the imaging system. The surgery was completed. No information was provided on delay to procedure. No known impact on patient outcome.

Manufacturer narrative:
Patient coding updated. While testing the imaging system, the representative noted that the issue occurred intermittently and that an unintended "squealing" noise emitted from the gantry.